Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the photo received, the photo shows the needle pierced through the catheter; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause could be due to the handling during product application. From the verbatim, the needle pierce through catheter could have happened during vps needle safety activation. The manufacturing process was reviewed by the quality team. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if needle was pierced through catheter before use. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: today I used an infusion needle with a production error. I punctured the infusion on a patient, felt and saw that I was in the vein, pulled the needle back and wanted to increase it. This was painful for the patient and I saw a big irregularity to the left of the vein. I didn't get the needle raised: when I removed it, I saw that the plastic part was perforated by the needle. Fortunately it was completely removed from the vein. The hand became swollen and it was painful for the patient. The plastic piece was only broken and luckily didn't left in the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: today I used an infusion needle with a production error. I punctured the infusion on a patient, felt and saw that I was in the vein, pulled the needle back and wanted to increase it. This was painful for the patient and I saw a big irregularity to the left of the vein. I didn't get the needle raised: when I removed it, I saw that the plastic part was perforated by the needle. Fortunately it was completely removed from the vein. The hand became swollen and it was painful for the patient. The plastic piece was only broken and luckily wasn't left in the patient.